Manufacturer narrative:
Analysis confirmed the stated reason for return of a faulty touch screen and it was additionally noted that the cover slides and keyboard were broken and that the bullets, some handle screws and the stylus were missing. The touch screen assembly, keyboard, stylus, cover slides, bullets and handles were replaced, the touch screen was calibrated, new software was installed and the device cleaned. It then passed its electrical safety and all final functional and systems tests.

Event description:
It was reported that the programmer's touch screen was faulty. The programmer has not been returned for service. There were no patient complications reported as a result of this event. It was further reported that the product had been returned to service.